Event description:
It was reported that pump experienced repeated malfunction alarms with malfunction 12 occurring at least three times on same device, with no notable events preceding issue. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged shipment of replacement pump with updated software. Customer planned to use multiple daily injections as backup insulin therapy.